Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-06148. The leads were placed occipital (off label use.) It was reported the patient received ineffective stimulation and an uncomfortable pinching sensation when stimulation was on. Images taken showed no anomalies. On (B)(6) 2016, the patient underwent surgery where the lead was repositioned. Inter-op testing confirmed the patient's lead was more comfortable. The patient was programmed in recovery room and effective stimulation was restored.